Event description:
It was reported that during an implant procedure, the lead used exhibited high capture thresholds. The lead was exchanged, and the procedure was completed. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of inadequate capture was confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
Correction: g2 field should reflect "foreign".